Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 51-year-old patient with a biozorb marker implanted on an unknown date, was submitted to a surgical intervention for a biozorb ultrasound guided removal on left breast on (B)(6) 2025. Patient presented for postoperative check of the biozorb removal site. She complained of crushing chest pain with radiation to her left ear and down her left arm. Patient was in obvious distress and crying being slightly tachycardic. Due to the type of chest pain (mimicking cardiac pain) she was taken to the emergency department. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.